Manufacturer narrative:
Per the t:slim user guide: it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not reset the pump time after daylight savings. Blood glucose was 293 mg/dl. Tandem technical support assisted the customer with adjusting the time.